Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. The clinician was able to turn the device back on to resume patient care. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device's history logs indicated that prior to the device powering off, the device prompted a battery low message repeatedly for 13 minutes followed by a shutdown warning. Based on the evidence presented in the history logs, the investigation is being closed as the device met specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.